Manufacturer narrative:
(B)(4). No product was returned for evaluation. According to the event details, the product was used for 12 days before blood backed up into the catheter. Due to the amount of time the catheter was used, it is possible the leak occurred due to an abrasion. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
It was reported that in the intensive care unit the intra-aortic balloon (iab) ruptured. "The iab has been used to treat an infarction". The device was removed successfully and not replaced because therapy was not needed anymore. The patient did undergo various therapies such as two angioplasties and a magnetic resonance prior to the iab rupture. There was a delay/ interruption in therapy. Strips and x-ray were performed, but are not available. Patient outcome was reported as no complications. The patient had different cardiac pathologies not related to the iabp. There was no reported death. The iab was in use 12 days prior to the event. It was noted that the intra-aortic balloon pump (iabp) had blood back and all spare parts need to be replaced.

Manufacturer narrative:
(B)(4). Sample will not be returning for evaluation.

Event description:
It was reported that in the intensive care unit the intra-aortic balloon (iab) ruptured. "The iab has been used to treat an infarction". The device was removed successfully and not replaced because therapy was not needed anymore. The patient did undergo various therapies such as two angioplasties and a magnetic resonance prior to the iab rupture. There was a delay/ interruption in therapy. Strips and x-ray were performed, but are not available. Patient outcome was reported as no complications. The patient had different cardiac pathologies not related to the iabp. There was no reported death. The iab was in use 12 days prior to the event. It was noted that the intra-aortic balloon pump (iabp) had blood back and all spare parts need to be replaced.